Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen catheter for evaluation. Definite signs of use were observed in the form of discoloration of the extension line lumens. Visual inspection of the catheter revealed no obvious defects or anomalies. The device appeared typical. The catheter body total length from juncture hub to the end of the distal tip measured at 320mm, which is within the specifications of 307mm-327mm per product drawing. Functional inspection was performed per the product instructions for use (IFU) which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed with water using a lab inventory syringe. All four lumens flushed with no resistance and water exited out of the expected skive holes. The flushing was repeated multiple times with the same results. No leaks or blockages were observed anywhere on the device. The returned catheter was then tested per bs en iso 10555-1 section 8.7 (amrq-000071 rev. 15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected to the leak tester, and when individually pressurized, no catheter backflow, crossover or leaks were detected from any portion of the catheter. No catheter defects were observed during testing. Based on the results of functional testing, the reported issue could not be reproduced with the returned sample. Therefore, the complaint is not confirmed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of inter lumen crossover during use could not be confirmed through complaint investigation of the returned sample. The returned catheter met all relevant dimensional and functional requirements. Each lumen was individually pressurized based on the parameters of iso 10555-1 and there was no evidence of any backflow, leakage, or lumen crossover. A device history record review was performed based on a potential lot from sales history with no relevant findings. Based on these circumstances, the complaint cannot be confirmed as no problem was identified with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "various medications, including norepinephrine, were administered via the central venous catheter (schenkel medial 1). During the bolus administration of an anesthetic, there were two separate incidents of an unexpected massive increase in blood pressure. Typically, a significant drop in blood pressure is expected with anesthetics. It is suspected that a leak between the individual channels may have caused the rapid washout of norepinephrine, leading to the observed events.". The patient is reported to be 'fine'.

Event description:
It was reported "various medications, including norepinephrine, were administered via the central venous catheter (schenkel medial 1). During the bolus administration of an anesthetic, there were two separate incidents of an unexpected massive increase in blood pressure. Typically, a significant drop in blood pressure is expected with anesthetics. It is suspected that a leak between the individual channels may have caused the rapid washout of norepinephrine, leading to the observed events.". The patient is reported to be 'fine'.

Manufacturer narrative:
Qn# (B)(4). The full UDI number is not available as complainant did not report a lot number.